Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient stated the red spots on his back were from the equipment pressing against it. The patients doctor advised to add pillows under the patients back. The outcome is unknown as the patient did not follow up with support services, as agreed.